Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis event was unknown. The patient was diagnosed with peritonitis while hospitalized for an unrelated event. The patient was treated with vancomycin (1500 mg every 4 days, duration and route not reported) for the peritonitis. The patient was discharged from the hospital four days after diagnosis. The patient was reported to have recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.